Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-jun-2026, a sales representative reported via email that during a bankart procedure, an ar-3637 1.8 knotless fibertak implant system exhibited an issue. The first anchor failed to deploy properly, as the anchor body did not bunch and subsequently pulled out of the glenoid with minimal force. A second anchor from the same kit was used, and the same issue occurred, with the anchor pulling out after insertion. Bone quality was reported as good, and anchor placement and insertion were performed without difficulty. The procedure was successfully completed using individual ar-3636 anchors. No patient harm was reported. Additional information was received on 03-jun-2026: two knotless anchors failed to deploy at different steps. The first anchor did not deploy during tensioning after conversion of the knotless mechanism. The second anchor did not deploy immediately after insertion when slight tension was applied to set the anchor. Both anchors were placed in different positions on the glenoid. All affected implants were removed, with no portions retained in the patient. Bone socket preparation was performed using the curved disposable 1.8 knotless fibertak guide and 1.8 flexible fibertak drill provided in the kit. The procedure was not delayed in start time but was extended by approximately 10 minutes due to the need to place additional anchors to achieve fixation. It is unknown whether additional anesthesia was administered. The third anchor from the kit was not used. Instead, individual ar-3636 anchors were utilized with the same bone preparation instruments, and these functioned as expected.